Event description:
It was reported that via remote transmission, non-sustained ventricular oversensing due to suspected myopotential oversensing was observed. The oversensing was not reproducible during in clinic follow up. No recommended programming changes were made. Patient condition was stable.